Event description:
Retroperitoneal cut down for access. High jacket retraction force was encountered and resolved. Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter.